Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or 87/contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was complaining that they found air bubbles in their reservoir set. The customer's blood glucose level was at 197 mg/dl. The customer was advised to change the reservoir set and the issue was then solved. No further information was provided.